Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (from the same lot number) implanted as part of her scs system. It was reported the patient did not receive effective stimulation coverage from her scs system following a motor vehicle accident. It was stated the patient's coverage shifted downward and did not extend above the buttocks. As such, the patient underwent surgical intervention on (B)(6) 2017 where the leads were explanted and replaced. Reportedly, effective stimulation coverage was regained following the procedure and the issue is resolved.